Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (B)(4), alleging the onetouch verio iq meter is giving higher readings compared to the onetouch vita meter. This complaint is classified according to the documentation of the customer care advocate. The patient tests his blood glucose 6-7 times per day and manages his diabetes with insulin. When the patient received his device on (B)(6) 2013, he compared his onetouch verio iq to the onetouch vita and felt the subject meter is giving consistently higher readings of 293 mg/dl to 226 mg/dl, 402 mg/dl to 292 mg/dl, 423 mg/dl to 321 mg/dl, and 110 mg/dl to 67 mg/dl. According to the patient, after his third comparison (423 mg/dl to 321 mg/dl), the patient took 7 units of levimir insulin. The patient subsequently tested on the onetouch vita at 67 mg/dl and on the subject meter at 110 mg/dl. At the time of concern, he was having symptoms described as ¿a little bit shaky,¿ which he felt correlated more with the onetouch vita meter reading of ¿67 mg/dl¿ than the subject meter reading of ¿110 mg/dl.¿ the patient was able to administer self treatment with food/drink at the time of concern. The patient indicated that he will check his subject meter with the doctor¿s meter. During troubleshooting, the patient verified the readings were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The test strips are in good condition and within the discard date. The patient did not have any control solution to perform a quality test. The unit of measurement was correctly set. The patient was testing per the instruction for use and was obtaining blood samples from the approved site. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia after she tested high and took insulin per the lfs meter.

Manufacturer narrative:
The lifescan meter has not been returned to lifescan. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/23/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 7/12/2013 and 7/17/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.